Event description:
It was reported that when the patient presented in-clinic, loss of capture was noted. Chest x-ray revealed lead dislodgement. The patient was brought into the cath lab, and the lead was repositioned. While patient was in recovery, the nurse had difficulty rousing the patient and his blood pressure was low. Echocardiogram showed pericardial effusion requiring pericardiocentesis. Decision was made not to reposition the lead, but pulled back some of the slack on the lead. The patient was stabilized and monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.